Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead implanted: (B)(6) 2005. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer with information indicating the patient is deceased and died approximately seven months post replacement of the ICD. The cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found but no issue identified that required full analysis.